Manufacturer narrative:
Insulin pump passed the self test, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that their insulin pump had replace battery now alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.